Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii and elecsys hcg + beta test system assay results from two samples from the same patient tested on the cobas e 801 analytical unit. This MDR is for the hcg + b assay. Please refer to the medwatch with a1. Patient identifier pt (B)(6) for the estradiol assay. On (B)(6) 2023, the initial hcg + b result was 0.200 with a data flag. On (B)(6) 2023, the repeat result was 2.44. The unit of measurement was requested but not provided.

Manufacturer narrative:
The investigation confirmed the customer's hcg + b assay initial result. The investigation excluded a general reagent issue. The investigation did not identify a product problem.